Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs per (b)(5). Reservoirs not occluded anomalies during analysis. Also inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer's wife reported via phone call that the customer had a recent blood glucose level of 425 mg/dl. Caller also reported that the customer experiences low blood glucose levels which are treated with food. Troubleshooting was not performed. The caller was advised that the reservoirs would be replaced and agreed to return the products for analysis.